Event description:
It was reported, during an implant procedure, the lead was positioned in right ventricle apex. However, the helix mechanism did not work, and distal helix stayed inside the lead tip. Consequently, this lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. However, the bottom portion of the component that the helix is welded to appeared to be hanging up on the adhesive inside the sleeve head.